Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings:.during investigation, the original complaint was unable to be duplicated. The black box indicated: user was trying deliver more insulin through bolus button than remaining insulin. Bolus button torn, but responsive. Opened pump. No evidence of moisture inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the audio bolus button was not responding properly. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses, which may result in over or under delivery.